Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02918. It was reported the patient was not receiving effective stimulation. Lead diagnostics showed high impedances on one lead. The patient underwent surgical intervention where the lead was replaced with a new one. Intra-operative testing determined the ipg was unable to communicate (reference MFR report #1627487-2016-03012 for ipg issue). However, the leads were tested with an epg and were normal. The surgeon closed the sites leaving the one new lead and one old lead with the inoperable ipg. Follow up information identified the patient is now receiving effective stimulation after ipg replacement on (B)(6) 2016. It is unknown which lead was replaced, therefore we are reporting on all possible leads.